Event description:
Pt connected to IV pump and sent home. Pump appeared to be functioning properly. Pt called clinician in the evening reporting that unless they kept the pump above the level of the heart that blood appeared in the tubing. The following morning the medication bag was empty. The infusion occurred more rapidly than prescribed. The medication was penicillin g. There was no injury to the pt.